Event description:
While the surgeon was contouring the right sided viper straight rod intra-operatively, the rod broke in two in situ. The broken rod was removed and replaced. It was reported that the surgeon was not applying an inordinate amount of pressure when bending the rod. There were no adverse consequences to the patient. The difficulty resulted in a delay of about fifteen minutes while the patient was under anesthesia.

Manufacturer narrative:
Visual examination revealed that the rod broke at the contoured section and resulted in two rod segments. The fractured rod was then sent to the lab for fracture analysis. Scanning electron microscopy (sem) was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics. The images show evidence of plastic deformation and a rough/grainy texture along the entire surface, indicating a static bending fracture. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper cocr rod found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis on the viper cocr rod was conducted on the family based on similar geometric design and functionality. It was noted that there were no related complaints for intra-operative rod breakage during bending. Review of complaints found no significant trends. The root cause is unknown however scanning electron microscopy (sem) found evidence of a static bending fracture. No material defects or other abnormalities were observed in this fracture analysis. Additionally, there have been no related complaints for this lot suggesting that this is an isolated incident. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.